Manufacturer narrative:
Device eval by MFR: the returned device matches with upn provided by the customer. Guidewire was visually inspected, and it was noticed that distal tip was kinked and the polymer jacket was detached from the distal tip section, the polymer section detached was returned with the device. No more visual damages were found in the device. Distal tip kinked and polymer jacket detached was confirmed under microscope inspection.

Event description:
It was reported that tip detachment occurred. A 300cm angled tip v-14 control wire was selected for use. However, when the physician pulled the guidewire out of the catheter, the tip was all coiled up and broke off. The tip portion of the device was already outside of the body at the time of fracture. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the surgeon noted that the tibial vessel in which he was attempting to traverse was extremely calcified and that the tip began to detach from the body of the guide wire due to it becoming fixed in the calcium. The guide wire was removed completely into the diagnostic catheter before the tip completely detached for the wire body. The entire wire/tip and catheter were removed and the tip completely detached in the catheter during this process.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that tip detachment occurred. A 300cm angled tip v-14 control wire was selected for use. However, when the physician pulled the guidewire out of the catheter, the tip was all coiled up and broke off. The tip portion of the device was already outside of the body at the time of fracture. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the surgeon noted that the tibial vessel in which he was attempting to traverse was extremely calcified and that the tip began to detach from the body of the guide wire due to it becoming fixed in the calcium. The guide wire was removed completely into the diagnostic catheter before the tip completely detached for the wire body. The entire wire/tip and catheter were removed and the tip completely detached in the catheter during this process.

Event description:
It was reported that tip detachment occurred. A 300cm angled tip v-14 control wire was selected for use. However, when the physician pulled the guidewire out of the catheter, the tip was all coiled up and broke off. The tip portion of the device was already outside of the body at the time of fracture. The procedure was completed with a different device. There were no patient complications nor injuries reported.